Manufacturer narrative:
Product event summary- analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range, analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that the patient had been feeling symptoms of dizziness and fatigue with physical activity. Review of stored device revealed a lead warning for the right ventricular (rv) pacing lead due to several low impedance counts and upward trending in ventricular capture thresholds. Episodes of ventricular oversensing that were causing pauses in atrial pacing were observed with patient arm movement. During device reprogramming, the patient received pocket stimulation when the rv lead was set to unipolar pacing mode. The device settings were optimized and the leads were left in service until the lead revision procedure could be performed a month later. During lead revision a fracture was confirmed in the right atrial (ra) lead as well as abrasion of the outer insulation. High impedance readings and oversensing in bipolar mode were noted for the ra lead at that time. The lead was explanted and replaced. A complete breach of the outer insulation was observed for the rv lead. The physician was unable to extract the lead so it was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a sudden increase in impedance was noted on the right ventricular (rv) lead during the same time period that the threshold increased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Concomitant products: 407645 implantable pacing lead (B)(6) 2009; addr01 implantable pulse generator (B)(6) 2009. (B)(4).